Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to moisture damage keypad traces. The device also was received with cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It is reported that the patient's insulin pump's keypad is unresponsive. Patient's blood glucose level is 110mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.